Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of oxaliplatin was started at 1302 and stopped at 1304 after leak was noted at the connection between the primary and secondary tubing. The primary tubing was changed and the chemo resumed without further incident. No patient harm was reported.